Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was reported to be in the 40's-50's (mg/dl), which was addressed by consuming juice. The customer reported a new cartridge would be loaded at a later time. Although requested, no further information was provided on the reported event.